Manufacturer narrative:
Additional information: section h3 - device evaluated by manufacturer? Yes. Device evaluation: the customer provided a picture for evaluation. The picture showed a pseudophakic eye claimed to be implanted with a tecnis monofocal intraocular lens ( iol) optiblue preloaded in the simplicity delivery system model dcb00v. A triangular shape crack-like damage at the lens periphery and optic haptic junction (6:00 to 6:30 in relation to the picture orientation) was observed. Per the lens damage location, it is not expected to impact patient visual function in the event the lens remains implanted. However, the actual clinical impact as well as the potential root cause of the reported issue could not be determined from a picture assessment. The complaint issue "lens damaged" was identified during photograph evaluation; however, based on the complaint investigation results the complaint issue could not be confirmed to be related to the manufacturing or design process. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction were identified. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that after the implantation of the preloaded monofocal intraocular lens (iol), cracks were found in the rim of the back of the optic. The physician has experience using these devices and stated that they did not experience any unusual sensations during implantation. The iol remained implanted, and no effects on the patient's visual function were reported. No patient injury reported. No medical intervention was required. Through follow-up we learned that there was no resistance during iol implantation. No further information was provided.

Manufacturer narrative:
Section d6b - explant date: not applicable, as lens remains implanted. Section e1 - telephone number: (B)(6) section g4: PMA/510(k) number: this report is being filed on an international device; tecnis optiblue preloaded 1-piece iol, model dcb00v that has a similar device, tecnis simplicity preloaded 1-piece iol model dcb00 which is distributed in the unites states under PMA p980040. Section h3: the intraocular lens (iol) was not returned for evaluation. Therefore, a failure analysis of the complaint device could not be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review and possible product return and evaluation, if there is any further relevant information a supplemental medwatch will be filed. An attempt has been made to obtain the missing information. However, to date, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.